Manufacturer narrative:
Additional information received: additional information received indicated that the autopsy report is under control of the state attorney. When questioned if there were any neurological relevant findings the police officer stated "no". The police verbalized that there are no allegations against the devices. No damage was noted to the affected controller and batteries. Photos were provided. Preliminary log file analysis revealed one "low flow" alarm logged on (B)(6) 2017 at 01:00:01. The low flow alarm limit was set to 2.0 liters per minute (lpm). Five "critical battery" alarms were logged since (B)(6) 2017. Twelve "controller fault" alarms were logged since (B)(6) 2017 and two controller power-up and associated pump start events occurred indicating a loss of power to the controller. The controller power-up events were logged on (B)(6) 2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: hvad pump (B)(4), controller (B)(4), batteries (B)(4), and controller a/c adaptor (B)(4) were all returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via log file analysis. Review of log files revealed 50 controller power up events with the first logged on (B)(6) 2017 at 12:19:40 and the last logged on (B)(6) 2017 at 09:53:41. Prior to the first loss of power, a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2. After the first loss of power, (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2. Multiple power disconnect alarms were logged on (B)(6) 2017 from 12:20:55 through 19:27:46, indicating that the controller was not connected to a power source on power port one (1). Five (5) critical battery alarms in power source 2 were logged on (B)(6) 2017, beginning at 19:28:52. The power source connected to the controller at the point prior to the first critical battery alarm was (B)(4) on power port 2 with 13% relative state of charge (rsoc) and no power source at power port 1. Twelve (12) controller fault alarms were logged from (B)(6) 2017 through (B)(6) 2017. The controller fault alarms were due to the fact that (B)(4) was nearing 0% rsoc. 1 low flow alarm was logged on (B)(6) 2017 which could likely be attributed to the clinical state of the patient at the time. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Pathology report revealed no evidence of thrombus within the pump. Failure analysis of the returned controller, batteries, and controller a/c adaptor revealed that the devices passed functional testing and visual inspection. Supplemental testing of the controller revealed that after the controller was powered for 60 minutes, the controller was disconnected from both power sources and the ¿no power alarm¿ alarm was activated for more than 15 minutes. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the details of this investigation, the most likely root cause of the reported critical battery and controller fault alarms can be attributed to the depletion of a single power source connected to the controller; a possible root cause of the single power source can be attributed to patient related factors. Based on the available information, the most likely root cause of the controller power up events can be attributed to a disconnection of both power sources from the controller and due to a power source depleting to 0% rsoc. An investigation has been initiated to capture events involving the controller losing power. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0/ (B)(4)/model #: 1420 / expiration date: 2017-04-30, return date: 2017-09-29 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) /model #: 1650de / expiration date: 2016-02-29, return date: 2017-09-15 (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices added for this event: (B)(4) catalog # 1420 exp. Date: 04/30/2017, device available for evaluation?: no, not returned to manufacturer, labeled for single use?: no, (B)(4). (B)(4) catalog # 1650de exp. Date:02/29/2016, device available for evaluation?: no, not returned to manufacturer, labeled for single use?: no, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was found deceased in bed in rigor mortis on (B)(6) 2017. The patient's driveline was connected to the controller with fully depleted battery connected to power port 2 of the controller. No controller alarms were sounding at the time the patient was found. A second battery showing one green led light was located in the patient's waist pack but not connected to the controller. The waist pack was found on the left side of the body covered with the bed blanket. The temperature in the room was extremely high. The patient was transported to the hospital for autopsy to be performed. The cause of death is unclear. No further information has been provided.

Manufacturer narrative:
Controller ac adapter (B)(4) was returned for analysis in association with this complaint. Details regarding the use of the (B)(4) adapter in relation to the event were not reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
Medical devices: preliminary analysis (B)(4)- battery was returned and passed visual inspection and functional testing. Additional devices added for this event: preliminary analysis (B)(4)- controler passed visual inspection and all functional checks and system running test; (B)(6) 2017 (B)(4). Preliminary analysis (B)(4)- battery passed visual inspection and functional testing, (B)(6) 2018. (B)(4). Preliminary analysis (B)(4) the adapter passed visual inspection and functional testing, (B)(6) 2017. (B)(4). This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.